Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a conclusive cause for the deployment issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery. The 5.5 x 40 mm supera veritas stent delivery system was advanced without issue to the lesion; however, during the attempt to deploy the stent, the stent would not fully release from the delivery catheter. The vessel was 5.5 mm in diameter and was pre-dilated with a 6.0 x 120 mm drug coated balloon. It was thought that the stent was deployed, until retraction of the stent delivery system when it was observed on fluoroscopy that the stent implant was not fully released from the delivery catheter. The undeployed stent was retracted back into the sheath and removed along with the delivery catheter. No further treatment was performed. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.